Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The fse found the drain was full. Upon further examination, the fse found the drain valve was occluded with unspecified solid material. The fse cleared the obstruction. The repair was verified by established procedures and the instrument is operating within published specifications. (B)(4).

Event description:
Customer reported to beckman coulter, inc. That there was a leak from the ion-selective electrode (ise) area of the unicel dxc 600i synchron access clinical system. No erroneous results were generated. The leak was contained to the instrument. The operator was wearing personal protective equipment at the time of the event. There are no reports of any adverse events. A beckman coulter field service engineer was dispatched to the site to evaluate the system.